Event description:
Pt reportedly obtained back to back glucose test readings on pt's ss meter of 399 and 299 mg/dl (29% difference). Tests were done within 10 minutes using separate finger sticks. No symptoms were reported. Control solution test reading was in range. Unable to reach pt by phone to follow up (phone was no longer in service). Letter was sent to pt asking that pt contact lfs. The meter was replaced. There was no allegation of harm.